Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room after experiencing an elevated blood glucose (bg) level above 450 (mg/dl). A bolus was administered prior to going to the emergency room. While in the emergency room, the customer was treated with intravenous insulin. The customer's bg levels decreased to 106 (mg/dl) and juice was consumed in order to keep bg levels in target range. The customer was released after 3 hours.